Event description:
It was reported that occlusion alarms occurred. Customer performed the fill tubing process to address the issue and successfully resumed insulin on the pump. There was no adverse impact to customer¿s blood glucose level.